Manufacturer narrative:
Mesh exposure. No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a patient underwent a pelvic floor repair procedure on an unknown date. A tiny exposure was noticed nine weeks post-operatively. The patient complained of bladder pain. The patient underwent a mesh excision procedure on an unknown date. The patient is recovering and has had a reduction in bladder pain.